Event description:
Using free style libre3 for glucose monitoring with sensor, noticed generalized body rash using sensor. Having right arm pain & spasm weakness this past month when sensor is placed on my right arm. Discarded d sensor to trash do not have serial number or lot number. Received notice in mail about recall on 12/12/2025 discontinue device. Doctors have been informed now using freestyle lite for blood sugar monitoring. Thank you for your time and cooperation in this matter.